Event description:
It was reported by the customer that bd pyxis¿ medbank tower that the nurse was unable to issue med because the cubie did not open though the drawer opened. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the tower had not issued med because the cubie would not open though the drawer opened. A technical support specialist remoted via long-term medication inventory and found item in bin 05 09 had client tug on the lid but cubie would not pop out and assisted pharmacist to replace the bad cubie to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.